Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic high readings on her one touch ii meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that the reported issue began on (B)(6) 2010 at around 9:00pm. She tested her blood glucose on (B)(6) 2010 and obtained a 243 mg/dl and a 260 mg/dl less than 20 minutes from one another at around 9:00pm. The patient exhibited symptoms of cold sweats and feeling light headed, soon after testing. The patient contacted the physician for advice at 9:15pm and was advised to take more oral medication and to eat more food. The patient was not tested on another device and she claims she felt better after increasing her oral medication. The product was replaced. There is also no evidence that the meter malfunctioned since the back to back results are less than or equal to 20 mg/dl or 20%. The complaint is being reported since the patient alleged that she developed symptoms suggestive of a serious injury when her meter was displaying erratic high readings and was advised by her physician to increase her oral medication and to eat food/drink.